Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis in used condition. Visual inspection showed a cracked tank cover, wear and tear damage on the front cover, enclosure and line cord; printed circuit board and power switch outdated. Functional testing involved filling the tank with water, attached temp check, plugging in line cord and turning on the power switch. The investigation found that the device leaked water from the from the front of the reservoir due to cracks in the tank which are usually caused by overtightening of the cover screws. According to the investigation, this issue was a result of the customer's physical damage to the device.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking from reservoir. No patient injury or complications were reported in relation to this event.